Manufacturer narrative:
(B)(4). From the pictures provided was unable to confirm failure mode reported as bent/deformed parts - frame/body. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product visistat 35w 6/box lot #73b2100290 investigation did not show issues related to the complaint. Failure mode bent/deformed parts - frame/body could not be confirmed with picture provided. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
Staple was deformed.